Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). During re-positioning the rv lead for the twos, it took approximately forty turns to retract the rv lead. After the lead was repositioned, the helix would not deploy. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal conductor was ki nked/buckled and had blood on it (not obstructed). The distal electrode was covered in blood and body tissue/fibrotic growth. Visual analysis noted apparent explant damage and that the blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.